Event description:
Patient started a new infusion device on (B)(6) 2011 and has often experienced elevated blood glucose. Patient has changed the accessories and delivered insulin with the infusion device, but this has not been successful. The infusion device often provided an error message and had high power consumption. After the battery was changed, the infusion device turned off. She changed the battery again, and the infusion device powered on. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.